Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Event date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method: lens work order search, medical review. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Medical review - iris prolapse is when part of the iris tissue get incarcerated in the wound or even comes out the wound during intraocular surgery. This occurs when there is a wound created in the cornea and the pressure in the front part of the chamber is low compared to behind the chamber. Floppy iris syndrome is common cause of iris prolapse. Prompt management is needed to avoid complications. Conclusion: based on the complaint information, lens work order search and medical review, we were unable to determine a specific root cause of the event. Since the lens was not returned no further investigation can be performed. (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the no visible damage to the lens abd presence of foreign material (fibers) on the lens surface. (B)(4).

Event description:
The reporter indicated the surgeon tried to inject the 12.6mm vich12.6 implantable collamer lens but couldn't get it in the eye due to the iris prolapse and very narrow space in the ac. Reporter indicated very difficult to proceed further. There was patient contact but the lens was not implanted.